Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, the jaw from the harmonic ace curved shears instrument allegedly broke and fell inside the patient. The broken fragment was retrieved. Although, no patient harm was reported; at this time it is unknown what caused the instrument fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the jaw from the harmonic ace curved shears instrument broke off and fell inside the patient. The fragment(s) were retrieved during the same procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.